Manufacturer narrative:
The results of the investigation are inconclusive since the lead was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, an increase in right ventricular pacing threshold was noted. The pacing output was reprogrammed and the patient is in stable condition.

Event description:
Further information was received. On (B)(6) 2018, the device was replaced for normal elective replacement indicator (eri) and the pacing threshold was increased with the new device after connecting it to the right ventricular (rv) lead. The new device was reprogrammed to left ventricular (lv) pacing only. There was a suspected malfunction on the rv lead; however, the rv lead was not replaced due to the patient's clinical condition. The patient was stable.